Event description:
On 3/10/95 a dental tech noticed smoke coming from the unit. Fire dept was called & responded. While awaiting the arrival of the fire dept the unit was unplugged & the smoke dissipated. An investigation by the local bio-medical equipment repair work center revealed that the smoke was caused by a solid state relay on the I/o printed circuit board that overheated & caught fire. The unit's circuit breaker & fuses did not trip or blow.